Manufacturer narrative:
Trackwise # (B)(4). The investigation has been started since the complaint was received, the following contents have been conducted: 1. DHR review: the DHR of the reported lot 3000384703 has been reviewed. No non-conformity relevant with the reported issue is observed. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tightened and can also tighten the flexlink arm. 2. Trend review: in the 12 months from event date 25-may 2023 to 24-may 2024, the occurrence rate is approx. (B)(4) for suzhou manufactured om-10000/om-10000z. There is no same issue reported for this lot# 3000384703. 3. Returned device evaluation: 1). The device was returned to the factory for evaluation on jun.03, 2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. There were no visual defects observed on the device. 2). A mechanical evaluation was conducted. It¿s observed the knob rotate stuck and idling, the knob could not be tightened, and the flexlink arm could not be tightened. The reported failure "knob difficult/ unable to tighten-arm does not lock" was confirmed. The device was furtherly disassembled for further inspection. The acme nut lead-in thread was found broken, DHR review did not indicate a product or manufacturing defect caused or contributed to the acme nut broken, all the products had been performed 100% visual inspection and mechanical function test during production. 4. Complaint historical data has also been reviewed, the failure of ¿knob difficult/ unable to tighten-arm does not lock¿ happened before and has been investigated. The most probable root cause for the acme nut lead in thread broken would be that rotating the knob rapidly, or rotating the knob leaner or too much strength used, which cause acme screw misaligned with the acme nut lead in thread, and lead to the acme nut lead in thread broken. The broken lead in thread would potential not smoothly engage or even not engage with the acme screw lead in thread during tightening, then the knob could not be tightened, and flexlink arm could not be tightened. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device met all product specifications upon leaving the factory. There were no ncrs identified which could cause or contribute to the reported failure. The complaint history review did not identify an adverse trend. There were no consequences or impacts to the patient. So no fca is needed. The trending will be monitored continuously.

Event description:
During the operation, when preparing to install the cardiac stabilization system, it was found that the flexible arm could not be locked and fixed, and the handle was adjusted repeatedly, but the flexible arm could not be locked and fixed. Therefore, a new cardiac stabilization system (maquet) could be locked normally after replacement, and the operation was successfully completed without causing harm to the patient.